Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-6719885). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2021, mentor received additional information indicating that the patient had undergone bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9437069 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9449650 sn: (B)(6). In addition, the patient was also diagnosed with left breast pain, discomfort, and capsular contracture (baker grade unknown), post-procedure. During the revision surgery it was discovered that the left capsule has collapsed upon itself, had dropped and closed into approximately half of its normal size. On june 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain and discomfort, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The patient self-diagnosed the deflation as they noticed a difference after showering. As a result, the patient underwent removal and replacement with a mentor gel implant on (B)(6) 2021.